Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy procedure, the surgeon stated that while doing a regular surgeons knot, surgeon had one needle pop off during the case and fell into patient's cavity but was retrieved via grasper. Operator had to open up three additional packages to get a suture where the needle didn't pop off. There was no patient injury.